Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 27. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.